Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported they could not measure psi value correctly with the sedline. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned sensor was evaluated. External visual inspection showed a missing pad for l2 electrode which is a cosmetic damage. The sensor failed continuity testing due to an open connection across all electrodes. Additionally an open trace was found between r2 electrode and the connector. No functional testing could be performed since the sensor was returned used and could not be tested on forehead., corrected data: corrected data: d4 model # was corrected from 4248 to 4248-9.

Event description:
The customer reported they could not measure psi value correctly with the sedline. No patient impact or consequences were reported.